Event description:
It was reported that a patient complained of a pain in his chest that moved from left to right toward his device. The device remains implanted, there were no other patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device remains in use.

Event description:
It was reported that a patient complained of a pain in his chest that moved from left to right toward his device. The device was later explanted and replaced. There were no other patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. This device is part of the field action and has tested consistent with the field action.